Event description:
It was reported by the affiliate that during a unk procedure, an error code was received. There was no pt consequence.

Manufacturer narrative:
Torn isolator. Evaluation summary: the hand piece was returned with a loose mount and the nosecone cracked. However, it was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.